Manufacturer narrative:
(B)(4). We are providing an approximate date since it is not allowing us to submit rr without providing return date.

Event description:
Pre-operative diagnosis: (B)(6), it was reported that on an unknown date, post-op, the set screw got eroded. This particular set screw was placed at the bottom of the construct at l3 vertebrae. Revision and fusion was required. The product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
Revision surgery was performed on (B)(6) 2015 to remove the eroded set screw from patient's body. There were no patient complications.